Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, endo gia sulu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the jaws will not open after being fired and the adapter was no longer recognized by the handle. The load was stuck on the rod. There was no intervention done. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the rotating ring in the distal end of the adapter was rotated out of position. Damaged to the firing rod was visible. During functional testing, the unload switch was depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. The adapter had procedures remaining. The adapter was connected to a clamshell and a signia handle running v29.6 software. The adapter was recognized, the device went into emergency retract mode, and the remove reload screen appeared. A reload was attempted to be connected but could not be fully connected to the adapter. Visual inspection of the device showed that the rotating ring in the distal end of the adapter was rotated out of position, and this prevented the loading of a reload. The adapter was disassembled. The articulation mechanism was found to be out of home position. Damage to the rotating ring was found. It was reported that the jaws would not open and the adapter was not recognized. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.